Event description:
Approximately one month after the index procedure the pt went to the hospital for a follow-up. During this visit the pt complained of chest pains. A repeat angiography was conducted and revealed thrombus in the proximal end of the previously implanted cypher stent. To treat the thrombus a balloon angioplasty was performed with a 2.5 x 15mm balloon to 14 atms for 30 seconds. The inflation was repeated 3 times. Aspiration was also conducted. Flow was restored; however; the pt went into shock and died. Per the physician, the probable cause of the sat was due to the pt's deteriorated blood circulation.